Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Device evaluation: the customer's report was duplicated and the ac charger assembly was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up. When it did the display intermittantly glitched. Complainant indicated that there was no patient involvement in the reported malfunction.